Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due intermittent loss of capture and a big increase in the capture threshold. This rv lead is not expected to be returned and no additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. This lead was returned intact with the helix mechanism in a retracted position. Visual inspection found dried blood around the helix, which is normal for active fixation leads. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to intermittent loss of capture and a big increase in the capture threshold. This rv lead was returned and no additional adverse patient effects were reported.